Manufacturer narrative:
Date of report: 10jun2019. Date rec¿d by MFR: 07jun2019. Additional information was received that the customer replaced the touchscreen because the original touchscreen was faulty. Information has been received that the ventilator was not being used on a patient at the time that the issue was discovered. The customer was able to evaluated the unit themselves and determined that the touchscreen needed replacement. The customer successfully replaced the touchscreen and the issue was resolved. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Caller has replaced the touchscreen. No patient or user harm was reported. The event date was not specified; estimate used.